Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the cm board failed due to an accidental failure of a component on the board due to an initial failure, since it occurred during the installation of a new one. B40 error is an error that occurs when the cm board is not recognized by the software of cv-190, and it is presumed that it has become unrecognized by the failure of the cm board.

Manufacturer narrative:
This supplemental report was submitted to provide the device evaluation results for MDR# 8010047-2020-08647. The customer returned the subject device for evaluation/credit due to the reported b40 error that occurred during installation. A review of the device history indicated the device was purchased on september 13, 2020. The evaluation confirmed the reported error code b40 as the device's cm board was found defective. All other functions tested appropriately. The investigation is ongoing; therefore, the root cause of the reported b40 error cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during installation the device exhibited b40 malfunction error. There was no patient involvement on this event. No user injury reported.